Event description:
The customer alleged that the vent was discovered disconnected from the pt, with no audible alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device. During the inspection the npb cse found a noted on the ventilator reporting that there was a issue of a no audio alarm condition prior to this event. There was no indication of any prior repairs pertaining to the alarm by the customer. The npb cse found a loose connection at the power switch and was able to duplicate the intermittent alarm by touching the connector. The npb cse replaced the wire harness. The unit passed extended self testing. It is not verified that the alarms malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.